Manufacturer narrative:
(B) (4).

Event description:
The pump alarm was heard. Telemetry confirmed a critical alarm was occurring. The alarm was due to a critical pump memory error. The drug concentration was changed from 1200 mcg to 1600 mcg; the drug name was not provided. A bridge bolus was not done. Additional information has been requested, a follow-up report will be sent if additional information becomes available.